Event description:
Guidant received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) and associated implantable transvenous coronary sinus (cs) lead presented following multiple syncopal episodes secondary to asystole. The right ventricular (rv) pacing output was noted to be programmed below the threshold following the most recent follow up. The left ventricular (lv) threshold was programmed with >2x safety margin, but they were unable to verify lv capture during asystole periods. The patient is pacemaker dependent. The physician opted to electively change-out the device and cap the cs lead. Another guidant crt-d and cs lead were subsequently implanted. The device was returned to guidant for analysis.,